Event description:
It was reported that the customer experienced a past low blood glucose event, with the lowest level being between 50 and 60 mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose. There was no additional information regarding the outcome of the event, as the customer declined to provide further details and further support.